Manufacturer narrative:
Qn#(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot# 73g2100140 was manufactured on 07/05/2021 a total of (B)(4) pieces. Lot was released on 07/21/2021. DHR investigation did not show issues related to complaint. Revision of (B)(4) rev 05 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause.

Event description:
Several clips got broken at loading during a surgery. Also, the user was unable to load some clips to the applier properly. Therefore, a new cartridge was opened, but the same issues occurred. The user had to open several cartridges to complete the procedure.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Several clips got broken at loading during a surgery. Also, the user was unable to load some clips to the applier properly. Therefore, a new cartridge was opened, but the same issues occurred. The user had to open several cartridges to complete the procedure.